Manufacturer narrative:
Analysis confirmed the reported event, the lower display had several missing lines, the display was defective. The epg also failed functional testing due to the failed display. It was also noted that all bails and bail covers were missing. The device was scrapped at the repair depot. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a faulty lower display screen. The epg was returned for service. There was no patient involvement.